Event description:
MFR received a report of a pt sitting on an electric bed and the bed collapsing. This allegedly resulted in the pt reinjuring her back. Using a similar bed, the MFR was unable to duplicate the described incident. The bed actually involved in this report has not yet been returned.